Manufacturer narrative:
(B)(4).

Event description:
It was reported that wide qrs oversensing was observed on the ICD. The asymptomatic patient had just had the device implanted. Programming changes were recommended but changes were not made. The issue resolved on its own post-procedure.